Event description:
Reported as "suture breakage. Used another suture. Resolved with ice packs for first 1 week post-op followed by warm soaks of vaginal area during weeks 2-3". No medical intervention required.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be performed as no lot number was reported. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.